Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos for catalog 300400 lot 171109 to investigate for this record. Visual examination of the photo show a cannula broken at the level of the hub. As a result, bd was able to verify the reported issue. Bd could not related the reported issue with our manufacturing process. Any breakage issue is rare unless there was some inappropriate use of the product, for example, because of some bending of the needle while injecting. In addition, the cannula pullout test is also evaluated for compliance. A definite root cause was unable to be determined at this time. The defect could be related with an incorrect handling of the product. As this is the first time this lot was reported for this defect, no corrective actions are required at this time. Conclusion(s): based on above results, bd confirms the indicated failure mode. However, since review of DHR showed no indication of the alleged defect, reference sample results were within specifications and after examination of affected sample picture, bd could not relate the reported issue with our manufacturing process. H3 other text : see section h.10.

Event description:
It was reported that bd microlance¿ hypodermic needle broke before use. The following information was provided by the initial reporter: at the time of aspiration of the vaccine, a needle broke at the base.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ hypodermic needle broke before use. The following information was provided by the initial reporter: at the time of aspiration of the vaccine, a needle broke at the base.